Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type: programmer. Patient section d: information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 controller (s/n (B)(6)) revealed that patient programmer was dead and scrapped. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the patient's (pt) controller has been freezing up on them for the past one to two weeks. Pt said that they reset the controller when this happens. Pt said last night, the controller stopped working all together before bed. Pt said luckily they turned their stimulation down, to 1.5, because they need the stimulation settings lower for sleeping. Patient services(pss) had pt reset their controller. Pt saw no visible damage to the battery pack, controller contacts or controller port. Pt plugged the controller into the ac power supply without battery pack inserted and the controller powered on. Pt reinserted the battery pack while the controller was still plugged into the ac power supply and the controller was blinking green (taking a charge). Pt said their implant was at 50% and their controller was at 90%. Pt unplugged the controller from the wall and the controller went unresponsive. Pt said no buttons on the controller worked to turn the controller on. Pt then tried aa batteries in the controller and the controller didn't power on. Pt reinserted the li battery pack and said the controller powered on for a second with lines through the screen and then powered off. The issue was not resolved. A replacement controller was sent out to the patient. No symptoms were reported.